Manufacturer narrative:
(B)(4). Article citation: kim, jae hong, et al. ¿the value of capsule thickness on breast ultrasound as an indicator of the severity of capsular contracture and its correlation with the baker classification.¿ aesthetic plastic surgery, vol. 46, no. 2, 2021, pp. 621¿629., https://doi.org/10.1007/s00266-021-02544-5. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Through journal article "the value of capsule thickness on breast ultrasound as an indicator of the severity of capsular contracture and its correlation with the baker classification" a patient was reported with right side "intracapsular rupture without lymph node silicone invasion" and "capsular contracture of the baker grade ii." The device has been explanted and replaced.